Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID 8598a, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a company representative (rep) on 2016-dec-22 reported a healthcare professional (hcp) initially reported the event to the rep. It was stated the patient first started experiencing the tube set, volume discrepancy, and inability to aspirate the catheter on (B)(6) 2016 to the best of the rep's knowledge. The serial numbers of the involved devices were given. It was noted the hcp told rep via phone that the catheter was unable to aspirate successfully. It was stated that the troubleshooting performed was they tried to aspirate the catheter, and they were scheduling the patient to have pump and catheter replaced. The cause of the tube set, inability to aspirate the catheter, and the volume discrepancy was not determined. It was noted the described tube set, inability to aspirate the catheter, and volume discrepancy was not resolved at this time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that upon interrogation during a refill on (B)(6) 2016, the healthcare provider (hcp) got a message that the stopped pump period may exceed tube set. It was noted that the alarm was not heard. No MRI was noted to have occurred and no motor stall message was noted in the logs. It was initially reported that the physician was able to aspirate the catheter, however it was later reported that they were unable to aspirate the catheter. It was noted that there was a significant volume discrepancy and they planned to replace the pump. No patient symptoms were reported, however it was noted that the patient had a fall "a couple weeks ago".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.